Manufacturer narrative:
Correction: f10/h6: health effect - impact codes: f27.

Event description:
It was reported that a spectrum infusion pump's door did not alarm when opened or display tubing load information during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem, door does not alarm when opened or display tubing load info, was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch and lower link switch did not function as intended. The upper and lower auxiliary assemblies require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.